Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 52/46 l on (B)(6), 2009. The pt was revised on (B)(6) due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).